Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked end cap.

Event description:
The representative reported via phone call that the insulin pump had cracks all over. The customer's blood glucose was unknown at the time of incident. The representative stated that the insulin pump was dropped and got smashed. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.